Event description:
It was reported that the patient presented in the hospital for implant procedure. The right ventricular (rv) lead was experiencing failure to capture after the procedure. No intervention has been performed. The patient's condition was stable.

Event description:
New information received notes that another instance of failure to capture was noted with new reported patient symptoms of dizziness and discomfort. The rv lead was explanted and replaced. The patient was stable throughout.